Manufacturer narrative:
During follow up, the customer clarified that the event did not cause or contribute to the patient's death and stated they were not alleging the event caused or contributed to the event. The exact cause of the patient¿s death was not provided, however, the customer stated that the patient involved was very old and very sick, and at the time of the event, there were doctors and nurses in the room. The customer also confirmed there was no delay in care. The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary nurse call stations. The location of these devices can be at a specific location or locations within the facility such as a nurse console located on nursing specific unit, nurse console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The notification routing of calls is configured with naming convention, audio and /or visual displays based on the customer preference/request at the time of initial integration. An inspection performed by a baxter technical support specialist noted that a configuration change was made one week prior to the event that stopped code blue and rapid response calls from routing to the pbx switch board. It was confirmed that the code blue call in question did route to the voalte mobile phones and alerted at the primary console. The configuration has since been updated to route code blue calls and rapid response calls to the pbx switchboard. The customer tested and confirmed the system is now working as configured and intended. In this event, it was reported that a code blue call was not received at the hospital pbx switch board, and the patient passed away. The exact cause of the patient¿s death was not provided, however, the customer confirmed that the event did not cause or contribute to the patient's death, and did not result in a delay in care. Therefore, it is reasonable to conclude that the use of the voalte nurse call system was not associated with the reported patient¿s death. However, if a similar event were to recur, and the code blue and rapid response calls were to not route to the pbx switch board due to a configuration error, it would be likely to cause of contribute to a serious injury or death.

Event description:
It was reported that a code blue call was activated in the patient room but not received in the hospital pbx switch board, and the patient passed away. The customer also reported that at that time, the rapid response calls were not routing to the switchboard. This incident was captured under complaint ref # (B)(4).